Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed battery error. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer stated that the failed battery error was received when performing a self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, sleep current measurement, active current measurement and displacement test. No battery alert noted during testing. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted.